Event description:
It was reported that several days post implant, the right ventricular (rv) lead had low r waves with bipolar programming and unipolar had better r waves but then was oversensing. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.